Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultramini meter read inaccurately high compared his feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient does not recall when the alleged inaccuracy began. At an unspecified date/time, the patient obtained a blood glucose reading of ¿403 mg/dl¿ with the subject meter. The patient manages his diabetes with oral medication (metformin, 850 mg, 3 times a day; glipizide, 20 mg, 2 times a day) and denied taking any action in regards to his normal diabetes management in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, 1 hour after the alleged issue occurred, he began to feel ¿dizzy.¿ the patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and the result did not fall within the appropriate control solution range. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.